Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure for a hip fracture, surgeon implanted nail, then implanted the helical blade. The helical blade was too long and came too close to the end of the femoral head. Surgeon used the helical blade extractor to back out the helical blade by 3-4mm. The extractor became stuck on the helical blade. Surgeon used force to dislodge extractor from helical blade and the extractor was freed. Surgeon then discovered that the edge/end of the helical blade had broken. X-rays confirmed the broken fragment was in the soft tissue next to the helical blade. Surgeon was able to retrieve the broke fragment and completed the procedure with no further problem.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports a small fragment of the horseshoe feature of the helical blade was returned for inspection. The small piece appeared to have peeled off along the base of the horseshoe feature. Due to the damage of the piece, only measurement of the raw material composition was completed. The lot number was not provided therefore a review of the device history record could not be completed. This complaint in considered indeterminate from a manufacturing perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for file (B)(4).